Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following implantation of intraocular lens, patient had double monocular vision producing ghosting on the medial side of vision. Additional information was received and stated with post operative check on the day of surgery, patient had extreme intraocular pressure (iop) increased and required burping only during the same day. Right eye focus is not sharp due to the ghosting and doughnuts, and can make out the letters with at 20/20 with great difficulty. Right eye has multiple doughnut shaped floaters. Right eye symptoms remain unchanged since day after implant. The surgeon used the laser to make the cuts in the cornea, correct slight astigmatism in both eyes and break up the cataract. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating immediate massive increase in iop (70 range) with lots of small round black circles with clear centers was noted. Left with monocular double vision (about 10% overlay) in each eye and double vision with both eyes open. The double vision is very distracting and hard to focus, white seems to make the double vision more noticeable. There are two medical device reports associated with this patient. This report is associated with the right eye.